Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 25 mm in diameter along a 15 mm length. The proximal aortic neck angle measured 80 degrees. The suprarenal to infrarenal angulation measured 80 degrees. There was diffuse calcium that covered 50 percent of the circumference of the seal zone with a maximum thickness of 1 mm. Six endoanchors were deployed prophylactically during the index procedure to the endurant stent graft bifurcate. It was reported that, approximately three years and four months post index procedure, the patient had a proximal type I endoleak. Three years and six months post index procedure, a CT revealed that the aneurysm had expanded to 84 mm in diameter and there was a proximal type I endoleak. The investigator indicated that the event was related to the index procedure. The physician elected not to perform an open conversion due to patient having advanced lung cancer. The event was unresolved and the patient is continuing without treatment. No sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.